Event description:
It was reported that "while the ethicon endopath endo cutter (sx60) was in use with the entry ii trocar system, the white component in the valve/reducer came off. This happened during the operation, but there was no harm to the pt".

Manufacturer narrative:
While this event is not MDR reportable as reported, we are filing due to a sentinel event ((B) (6) 2008) when a similar event caused a 2hr extension of surgical time before the seal was retrieved. We will file a supplemental report as soon as our investigation has been completed.